Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Subject is a (B)(6) female consented in preserve on (B)(6) 2016 and had option¿ elite retrievable vena cava filter placed the same day. Ivc filter placed to due bleeding on anticoagulants. Subject had follow-up appointment for management of her acth cushing's disease. On (B)(6) 2017, subject was noted to have persisting lower extremity edema that was newly acquired and not present prior to filter placement. Subject experienced improvement during the night with legs elevated and with use of thigh-high compression hose. Endo/diabetes consult from (B)(6) 2017 noted the subject had increased edema in legs during daytime hours and may require new prescription for better fitting ted hose. Which was prescribed. Edema remained unrelieved by ted hose as of (B)(6) 2017 and is worse in left lower extremity. A left lower extremity doppler exam on (B)(6) 2017 confirmed no deep vein thrombosis was present. Ivc filter was removed on (B)(6) 2017, as subject was no longer at risk for pe and was being anticoagulated.